Event description:
The MFR's rep reported that a reservoir volume discrepancy was noted at refill and the pt was experiencing pain that was "moving from place to place in her body". The expected reservoir volume was 2.5 mls; the actual reservoir volume was 17.0 mls. It is unknown if the pain was increasing in intensity or if any dosing changes had been made recently. A f/u report will be sent if add'l info becomes available to us.

Manufacturer narrative:
.